Event description:
It was reported that the valve was explanted a day after it was implanted due to severe regurgitation. Because of reguritation, pt was on ECMO for one day later after valve explanted. Pt reported as being ok.